Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The manufacturer¿s field service engineer (fse) confirmed could not get calibration to complete, waited and then was able to navigate with touch screen. The manufacturer¿s field service engineer (fse) calibrated and tested operation - remains in service. Allowed to dry and re-calibrated touch screen. Ventilator is returned to service.

Event description:
The customer reported touch screen failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.